Event description:
The customer reported that during a preventative maintenance on the unit, they observed that the unit generated the "electrical test fails code #58" (power-up vent test failed) several times. No pt was involved.

Manufacturer narrative:
The company rep was unable to duplicate the reported problem, but "electrical test fails code #58" (power-up vent test failed) alarms were logged on the error logs from (B)(6) 2011 (2 times), (B)(6) 2011 (1 time) and (B)(6) 2011 (3 times). The company rep replaced the drive manifold assembly (part number 0104-00-0018). The company rep performed functional and leakage tests, the iabp met factory specs and was returned to the customer. Note: after the repair, the reported problem was observed on (B)(6) 2012. Refer to MFR 2249723-2014-000896 ((B)(4)) for details. (B)(4).